Event description:
Reportedly, upon a follow-up of this ICD on (B)(6) 2013, several episodes have been observed in the vf zone showing noise sensing of unknown origin (non-sustained events). The physician decided to increase temporarily the persistence in the vf zone from 10 to 16 cycles. The defibrillation lead implanted is a sorin isoline 2cr6 s/n (B)(4) (implanted on (B)(6) 2008). Lead complaint # (B)(4).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Conclusion: the pattern observed on the egms of all these noise sensing episodes strongly suggests a lead issue. The chaotic baseline (saturations, abrupt basic line ruptures) is similar to those observed in case of a lead issue (conductor failure/fracture, insulation breakage). The phenomenon seems to be intermittent, which explains that impedance fluctuations related to such issues are not likely detected during manual impedance measurements.